Event description:
Nurse programmed IV pump at 30 ml/hour and programmed 90 ml for volume to infuse. Fifteen minutes later pump beeping air in line and buretrol was empty. The pump showed volume infused as 75 ml. However the patient had received 90 ml in 15 minutes. Medication unknown.